Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 and advantage was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue, infection, urinary problems, bladder spasms, and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that the patient underwent a hysterectomy in (B)(6) 2011. On (B)(6) 2011 the patient underwent mesh removal due to exposure. The patient underwent another procedure on (B)(6) 2012 and advantage was implanted. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy with coaptite injections on (B)(6) 2012 due to stress urinary frequency and urge urinary incontinence. It was reported that patient underwent excision on (B)(6) 2012 due to exposed vaginal mesh, cystocele and sui. (B)(4).